Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a 69 year old male on an impella cp for acute myocardial infarction. During support, the impella cp support started having suction alarms and as a result, it was suggested to remove the pump. However, the pump was repositioned but suction alarm remains. A swan was placed and the pump was removed. Additionally, during support, it was reported that the patient experienced hematuria and renal failure. Treatment details were not provided. The patient survived and remained on va -ECMO.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: low or blocked pump flow: the cause of the low or blocked pump flow issue was not determined without returned product investigation and sufficient clinical details, including data logs. Hematuria: the cause of the injury was not determined due to insufficient clinical details. Renal failure: the cause of the injury was not determined due to insufficient clinical details.